Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 39 mg/dl at the time of the incident. The customer stated that she ate candy, peanut butter , jelly then has tried to calibrate but it¿s not taking it. The customer was reported that she hasn¿t calibrated since 7 am this morning at a 100 mg/dl and since she was running low so has been avoiding calibration so getting all these calibration errors. Customer declined to troubleshoot for her lows or highs and has treated. The insulin pump will not be returned for analysis. Sensor returned for analysis.